Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify low batt alarm due to failed batt test.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer blood glucose level as 130 mg/dl. Trouble shooting was performed. The device will be returned for analysis.